Event description:
It was reported that shaft break occurred. The target lesion was located in the arm fistula. An angiojet solent proxi catheter was used in a thrombectomy procedure. During the procedure, it was noted that the device 3cm distal from the tip at the proximal radiopaque band was kinked and broke off in the patient. A snare was used to get the broken piece and was retrieved successfully. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the product return contained an angiojet solent proxi. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The tip of the device was completely torn off and twisted, and two kinks were noticed on the catheter at 17.5 cm and 34 cm from the tip. As well as this, there appeared to be some clotting and blockage in the catheter, at the site of the tear. A functional test could not be performed due to the damage on the device. Inspection of the device confirms the allegation of the kinked catheter and detachment of device tip.

Event description:
It was reported that shaft break occurred. The target lesion was located in the arm fistula. An angiojet solent proxi catheter was used in a thrombectomy procedure. During the procedure, it was noted that the shaft 3cm distal from the tip at the proximal radiopaque band was kinked and broke off in the patient. A snare was used to get the broken piece and was retrieved successfully. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.